Manufacturer narrative:
Correction: g3 - the date received was incorrectly reported on the initial submission of this MDR as (B)(6) 2023. The correct date is (B)(6) 2023. Investigation: the review of the complaints revealed that the reported failure type represents a known event. Contrary to the report, no air-bubble alarms could be detected in this treatment. It was significant that many high negative arterial pressures could be observed during the treatment. The root cause of this arterial access issue could not be solved by the user. The machine reacted in a correct and specified way. A review of device history record (DHR) found to be not necessary due to the fact that the failure/complaint can be clearly attributed to the failure mode not confirmed. There was no malfunction of the device. Based on all performed investigations/evaluations the described behavior could be reproduced. No hardware component is associated with this complaint therefore, no hardware/sample investigation was performed. The review of the instructions for use (IFU) revealed that the processing of the alarm message is adequately addressed. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The device behaved according to specification, displayed the expected error message, and stayed in a safe condition. On the basis of all evaluations no malfunction of the device could be detected.

Event description:
It was reported that a multifiltrate pro machine had a microbubbles after the bubble catcher alarm during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. It was noted that the microbubbles post the bubble catcher is not a frequent alarm but is seen occasionally which makes it hard to troubleshoot for bedside nurses. The nurse was able to troubleshoot successfully but still observed microbubbles after repeating the air removal process 3 times and felt uncomfortable continuing the treatment. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The treatment was restarted immediately with a new set-up and ran for 72 hours on the same machine without any issues. The machine passed all tests. No further information provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had a microbubbles after the bubble catcher alarm during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. It was noted that the microbubbles post the bubble catcher is not a frequent alarm but is seen occasionally which makes it hard to troubleshoot for bedside nurses. The nurse was able to troubleshoot successfully but still observed microbubbles after repeating the air removal process 3 times and felt uncomfortable continuing the treatment. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The treatment was restarted immediately with a new set-up and ran for 72 hours on the same machine without any issues. The machine passed all tests. No further information provided.